Event description:
The j-loop from the IV became disconnected at the hub. The patient noticed a large amount of blood coming out of the IV and yelled for help. Staff at bedside quickly stopped the bleeding so there was no harm to this patient. This has been a recurring issue for these j-loops unless taped down directly over the hub. It is also a huge source of infection.